Manufacturer narrative:
Patient identifier and weight were not made available from the site. Return requested for suspect computer. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial axiem procedure, navigation was used after registration. The navigation system staff cart monitor turned green and the mouse became inoperable. After a system re-start, the conditions persisted. After a second re-start, noise was observed on the start-up logo screen. The computer was broken following several forced re-starts. Various cable connections were inspected on the front and rear side of the navigation system, however, issue was not resolved. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, replaced the navigation system computer and performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue after replacement of the computer. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the system post's and appears to boot but the vgc (video graphics card) is malfunctioning. Vgc failure; all else fully functional. The reported issue was confirmed to be caused by a computer failure due to the graphics card. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.